Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with 810:04 alarm code at channel a was not confirmed or reproduced during service. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A device history review was performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:04 on channel a. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92, categorized as remediated.